Event description:
It was reported that this was a percutaneous intervention to treat the left carotid artery. The emboshield nav6 was loaded on the barewire guide wire and advanced to the target area. A non-abbott stent was loaded over a non-abbott buddy wire and was deployed in the internal carotid artery. Proximal to the non-abbott stent, the xact stent was successfully implanted in the common carotid artery on the barewire. The results looked good until it was noticed that the barewire was trapped behind the non-abbott stent. An attempt was made to advance the nav6 retrieval catheter around the non-abbott stent, but this was not successful. Other non-abbott devices were also attempted to maneuver around the non-abbott stent, but were not successful. It was decided to advance a snare through the non-abbott stent to try to pull the nav6 down through the stent, but the barewire was stuck and could not be retracted. The patient was treated surgically with removal of the non-abbott stent, the nav6, and the barewire. The end of the barewire was noted to be frayed. Fluoroscopy was checked and it was noted that there was no flow north (due to thrombus) of the filter. It was suspected that a dissection at the internal carotid artery occurred. A flap of the dissected vessel could have been blocking the flow, in addition to the thrombus. Treatment options (such as tpa) were considered and it was decided to surgically suture the vessel to prevent embolism to the brain. Brain perfusion was observed with blood flow from the right carotid artery. The surgery was completed and the patient was awakened. The patient was following commands and did not appear to have any neurological deficits. The xact stent remains in the carotid artery. Several weeks after the procedure, the patient was confirmed to be doing fine and was without neurological deficit. User facility medwatch (uf mw) report received that states, "attempt to remove the carotid filter. The retrieval system would not pass behind thee vbx stent graft. We tried a variety of things such as low-profile balloon vertebral catheter quick cross catheter among others we could not get the device to pass behind the vbx stent graft. After consultation with others by the phone and in the operating room, we then opted to grab the filter with a snare. We were able to accomplish this in the internal carotid but we could not get the wire to move behind the vbx stent graft. At this point it was clear that the filter was retained and we are not going to be able to remove it. At this point contrast injection demonstrates no flow in the internal carotid. I believe the snare and the snare sheath and the pulling on the vbx stent graft that we have invaginated the distal end of the stent and may have dissected the distal internal carotid artery. At this point we opted to open the carotid. Diagnosis for use: occlusion and stenosis of bilateral carotid arteries. FDA safety report ID#(B)(4)." No additional information was provided. Although the uf mw was filed on the xact stent, there was no device issue with the xact stent.

Manufacturer narrative:
The device was received. Visual and dimensional analysis was performed on the returned device. The reported failure to advance, retraction problem and entrapment of device were unable to be confirmed as it was based on circumstances of procedure while in the anatomy. The material deformation was confirmed. The returned product could not be tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the cause of the event was due to use error. It was reported, ¿a non-abbott stent was loaded over a non-abbott buddy wire and was deployed in the internal carotid artery.¿ this is in error to the emboshield nav6 eps instruction for use (IFU) which states, ¿perform the required interventions over the barewire filter delivery wire¿. Therefore, the barewire was entrapped against the vessel wall by the non-abbott stent which prohibited the recovery catheter from advancing to the filter and retraction problems. The material deformation, and entrapment of device are the result of the use error. The material twisted, stretched, material separation, deformation due to compressive stress, and additional surgical procedure, therapy, dissection and thrombosis were due to the case circumstances. The reported patient effects of intimal dissection and thrombosis are listed in the emboshield nav6 instruction for use, as known possible adverse events that may be associated with the use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that this was a percutaneous intervention to treat the left carotid artery. The emboshield nav6 was loaded on the barewire guide wire and advanced to the target area. A non-abbott stent was loaded over a non-abbott buddy wire and was deployed in the internal carotid artery. Proximal to the non-abbott stent, the xact stent was successfully implanted in the common carotid artery on the barewire. The results looked good until it was noticed that the barewire was trapped behind the non-abbott stent. An attempt was made to advance the nav6 retrieval catheter around the non-abbott stent, but this was not successful. Other non-abbott devices were also attempted to maneuver around the non-abbott stent, but were not successful. It was decided to advance a snare through the non-abbott stent to try to pull the nav6 down through the stent, but the barewire was stuck and could not be retracted. The patient was treated surgically with removal of the non-abbott stent, the nav6, and the barewire. The end of the barewire was noted to be frayed. Fluoroscopy was checked and it was noted that there was no flow (due to thrombus) north of the filter. It was suspected that a dissection at the internal carotid artery occurred. A flap of the dissected vessel could have been blocking the flow, in addition to the thrombus. Treatment options (such as tpa) were considered and it was decided to surgically suture the vessel to prevent embolism to the brain. Brain perfusion was observed with blood flow from the right carotid artery. The surgery was completed and the patient was awakened. The patient was following commands and did not appear to have any neurological deficits. The xact stent remains in the carotid artery. Several weeks after the procedure, the patient was confirmed to be doing fine and was without neurological deficit. No additional information was provided.